Event description:
It was reported that a physician's office was having problems with their handheld computer. A company representative indicated that the site had an error message and when she looked at the handheld, the screen just faded. An rga was issued for the return of the handheld and was returned to the manufacturer to undergo product analysis. Product analysis was completed on the returned handheld and revealed no anomalies on the device performance were noted during testing using a known good ac adapter or the main battery with a full charge. Visual inspection did find a broken solder joint that attaches a screw mount to the pcb near the battery connector. Because of the location of the broken screw mount, it is possible that the back panel would not be seated properly creating an intermittent connection between the handheld and main battery. A bad connection between the handheld and main battery would create intermittent problems associated with the charging of the main battery, although it appeared to have no effect during product analysis testing. The screw mount has no electrical impact on the device other than securing the back of the handheld to the pcb so, the main battery can charge properly. It was also noted during visual inspection that the main battery was swollen; this issue did not interfere with the performance of the handheld. Furthermore, the exact cause of this battery swelling in unk, but may be due to user mishandling or an inherent condition of the battery type (i.e. Lithium polymer ion rechargeable battery).

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.